Manufacturer narrative:
(B)(4). The opt970 optiflow + tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint opt970 optiflow + tracheostomy direct connection interface was not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph provided revealed that the tubing of the complaint opt970 optiflow + tracheostomy direct connection interface was detached from the 3-way connector and the connector end of the tube was found stretched. The customer further reported that lanyard was not used. Conclusion: the damaged observed to the opt970 optiflow + tracheostomy direct connection interface is likely due to the tubing being pulled and the lanyard not being used. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject interface would have met the specification at the time of production. Our user instructions that accompany the opt970 optiflow + tracheostomy direct connection interface states: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt970 optiflow + tracheostomy direct connection broke after three days of use. There were no patient consequences.